Event description:
The customer called to report no delivery and motor error alarms during the basal rate delivery. Troubleshooting was performed, and the insulin pump passed the displacement test. The customer later called to report that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 635 mg/dl. The customer was bedridden, but not in a coma. During the hospitalization, the customer was on an insulin drip and was wearing the insulin pump. The caller was advised that this might be too much insulin for the customer, and the insulin pump should be removed. The caller stated that the physician would like for a company rep to go to the hospital to test the insulin pump. Advised that the local rep would be informed of the situation. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.